Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument had an insulation defect. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was checked before use. There was no broken cable, no loss of cautery associated with a broken/loose cable. The defect was observed during the central processing. There was no sign of thermal damage at the point of breakage of the conductor cable. No data available about whether the instrument did collide or not with another instrument during the operation. The operation was not performed completely with a replacement instrument or with the same instrument. No photographs of the instrument or a video recording of the procedure are available to the isi for review. No patient data was available.

Manufacturer narrative:
An RMA was issued to evaluate the permanent cautery hook instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, which did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The cautery hook moved properly. Performed energy delivery with no issue. The instrument was retested and passed engagement on multiple attempts. The instrument was fully functional. Visual inspection showed no issue. No product issue was identified.